Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motion sensor test failure. The customer¿s blood glucose level was 336 mg/dl. The customer was assisted with troubleshooting. The customer was reported that they were able to clear alarm and not able to rewind the insulin pump. The customer advised that the insulin pump will be replaced and refer to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime/ and displacement test. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Unable to verify a35 alarm and rewind anomaly due to motor error alarm noted.